Event description:
Reportedly, the device was implanted for aortic valve replacement in 2009. After suturing the device, since orifice of coronary artery was closed up, valve was explanted at implant. 19mm device was implanted as a replacement.

Manufacturer narrative:
Requested clarification of event 05/28/2009. Response received stated that the device was explanted to avoid occlusion of the coronary artery. The surgeon has disassociated the device from the event. No information is forthcoming regarding the current health status of the patient. This information was received from the surgeon by the sales rep. The device history record (DHR) review has been started. The device is being returned for evaluation; however, the surgeon does not want a report of our evaluation findings. This was determined reportable per edwards lifesciences procedures.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.